Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer experienced high blood glucose and pump alarmed no delivery. The customer's blood glucose was over 600 mg/dl and had ketones. The customer stated they treated with manual bolus with a syringe. During troubleshooting, customer noticed a bent cannula. The customer's current blood glucose was 332 mg/dl. The customer was advised a bent cannula tends to be a contributing factor to high blood glucose. The customer was advised to change entire set and monitor.